Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2026 and suture was used. The needle fell off of the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Could you please clarify if extra device belongs to this complaint? Yes, it belongs to this complaint. 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. No. 3. If the device was not reported before, please provide more details of device malfunction. The reported malfunction was needle falling off of the suture. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned.the extra device is captured in medwatch.this medwatch report number 2210968-2026-07102 captures the additional device.